Manufacturer narrative:
, The report type is changed to adverse event due to the patient experiencing a brief asystole when the reported pacemaker was disconnected. The results/methods and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker change procedure. During the procedure, the physician removed the pacemaker from the pocket and the patient experienced a loss of pacing and was seen to have a ventricular escape rhythm around 20 bpm. The physician then immediately connected the leads to the new pacemaker. The leads were tested and no abnormalities were observed. The procedure was completed without further incident. After the procedure, the explanted pacemaker was tested and was unable to be interrogated. It was noted that the device was exposed to electrocautery and that the event may have been caused by "common mode inhibition." The patient was reported to be in stable condition during and following the procedure.

Manufacturer narrative:
The field complaints of loss of pacing and failure to interrogate the device were not confirmed in the laboratory. Final analysis found the device was received with noted cautery mark on the can. Interrogation of the device under nominal and field settings indicated normal functionality. Additional testing performed under field settings did not find any pacing anomaly or any contamination or foreign material that could contribute to the pacing anomaly. The pacing and interrogation anomaly observed on the field is consistent with exposure to electrocautery. The device was tested on the bench, and no anomalies were found.